Event description:
It was reported that the sensor sustained damage to the cannula. The customer stated that the sensor tape was not sticking upon insertion. The blood glucose reading was 96 mg/dl. The customer stated that the sensor was split and diamond-shaped, or split in the middle, and the membrane was separated from the electrode. He noted that the issue occurred with 2 sensors. He stated that all the sensors were bent and that on 2 of them, the electrode looked split. The most recent blood glucose reading was 122 mg/dl. The customer was unsure whether the sensor cannula pulled up into the base, observing that one cannula appeared shorter than the other. He stated that all the sensors were worn less than 2 days. He was advised to return the sensor for analysis and that the sensors would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 4 opened and used enlite sensors showed that all of the sensors passed per specifications with accurate readings however, found all of the sensors had bent cannulas unable to confirm of the customer received the sensors in said condition due to the customer returned opened and used. Also, unable to confirm the needle complaint due to the customer did not return the needles.